Manufacturer narrative:
From the device history record, lot# 20200206-25-sh was manufactured on 31st dec 2019. No exception was recorded in the device history record that could lead to the reported incident. Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. Supplier checked on their retained sample, it is normal and no lint was found. There were 2 occurrences reported in the past 12 months. No sample was returned for investigation. According to the supplier, product ls1818ps are pre-washed. The workers shall do the visual test for every piece of product before folding and remove unqualified product. They do sampling inspection during the process and for the final products. From the investigation, there is no abnormal situation happened in production, with retained sample or with the device history record. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported that during an open heart procedure the lap sponges ls1818psa from the heart pack scv73ohdsd had a lot of lint so they were removed and not used for the case. There was no delay and no injury. No patient demographics were provided upon request.